Event description:
Patient called alleging that meter reads "not ok". Patient mentions that the message appears when the meter is first turned on. Patient contacted md for medical advice and patient received treatment. Type of treatment was not documented. Customer service was unable to resolve the issue and sent patient a new meter.